Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID 8840, product type: programmer, physician. Analysis of the pump found no significant anomalies. (B)(4).

Event description:
It was reported that there was normal battery depletion. The patient had increased pain in painful area-low back. The device was scheduled for replacement due to elective replacement indicator (eri). The pump was explanted and replaced on (B)(6) 2015. An attempt was made to drug was removed from explanted old pump and placed into new pump. There was a volume discrepancy. Device interrogation indicated the expected volume was 6.9ml and to actual volume was 0mls. Multiple needles/syringes were used to confirm it wasn't the needle/syringe. No drug could be removed from explanted pump. The patient's status at the time of report was "alive- no injury." The pump system was delivering baclofen 100ug/ml at 1.82ug/hr, clonidine 450ug/ml at 8.20ug/hr and dilaudid 28mg/ml at 0.510 mg/hr. Additional information received from a healthcare provider (hcp) reported that the cause of the volume discrepancy was the reservoir volume that was programmed into ¿chip¿ was wrong

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.